Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the (B)(6) male patient had a schedule revision on (B)(6) 2022 due to gxl poly wear. No other patient information available.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the planned revision reported due to early prosthesis wear is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.